Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic for routine follow up exhibiting presyncope with pocket stimulation. Upon interrogation, the patient's pacemaker was found in backup vvi mode. The patient's device was successfully restored from backup mode. The patient would continue with routine follow up.